Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. Additional information was obtained from the field representative indicating that dislodgement was confirmed through x-ray. Lack of capture was noted. This lv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.